Manufacturer narrative:
The device was explanted, but was not returned. The manufacturing and sterilization records were reviewed for all implanted devices and no nonconformities were found.

Event description:
During a routine follow-up, it was reported to nevro that a patient acquired an infection. The patient presented to the hospital and was provided with IV antibiotics. It was noted that the ipg site was revised in (B)(6) 2017. The device was explanted and there were no reports of further complications.